Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked; further described as "fluid coming out from the door of the amia cycler". This occurred during an unknown process step of peritoneal dialysis therapy. During follow up, it was reported that the tube came "unattached" from the cassette. The exact location of the leak was at the side with three lines attached. The patient received prophylactic antibiotic as a precautionary measure. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. The sample was received with the tubing of the disposable set cut off near the cassette ports. A piece of tubing was missing near the heater bag line. The reported condition was verified. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.